Event description:
It was reported that during a sigmoidectomy procedure, the hand switch was non-functional. No error code was displayed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a non-functional switch button. A possible cause of the switch button not activating the device is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionality tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.